Event description:
It was reported that the patient pacemaker, right atrial (ra) lead and right ventricle (rv) lead underwent a pocket revision procedure. The pm, ra and rv leads were explanted and replaced on (B)(6) 2024. No patient status was reported.

Manufacturer narrative:
Further information was requested but not yet received.

Manufacturer narrative:
Correction: upon review the lead manufacturer report 2017865-2024-61811 should not have been submitted as medical device report (MDR) as the new information received noted that patient was getting a radiation treatment plan and needing device moved. Hence, there was no allegation of malfunction on the lead.